Event description:
The report stated that after 1 minute of a radio frequency ablation procedure at 40w, the pt complained his leg hurt. They checked the pad, but nothing seemed to be wrong. The surgeon continued the procedure and did four ablations. The 1st for 4 minutes at 80w, the 2nd for 5 minutes at 80w, the 3rd for 7 minutes at 70w and the 4th for 8 minutes at 60w. When removing pads at the end, they noticed the pt had 1x2cm burn on his right outer thigh where the cable of the pad had been located. They put a dressing on the burn.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. Further information has been requested. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.